Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. There were two (2) kinks noted on the hypotube section of the pusher. One was located at the warning mark, and the other kink was located close to the gold connector section. The pet transition (junction between the hypotube and the body coil) was noted to be kinked and broken. The 0.001" ss wire was secured at the distal attachment zone section; however, appeared wavy throughout the length of the pusher until the pet transition zone. A broken wire was noted at the pet transition. The distal black pet on the heater coil section appeared burnt with a mushroom shape on the attachment tether tip, which is indicative of a thermal detachment of the implant. Based on the available information and evaluation of the returned device, the coil was detached; however, the pusher was noted to be broken at the pet transition zone. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment of a posterior communicating aneurysm, the distal portion of the pusher wire stretched. The coil was detached, and the stretched portion of the pusher was affixed to the vessel wall with a stent. There was no reported patient injury.